Manufacturer narrative:
This report is being submitted to include additional information that was received on 03 feb 2023. The investigation was reopened to address the new information and is now complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. Review of the device history records and sterilization batch records did not reveal any non-conformances that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. All sections of the initial report were updated. Multiple mdrs were submitted for this adverse event: 3013450937-2023-00028, 3013450937-2023-00029, 3013450937-2023-00030, 3013450937-2023-00031, 3013450937-2023-00032, 3013450937-2023-00033, 3013450937-2023-00034, 3013450937-2023-00035, 3013450937-2023-00036, 3013450937-2023-00037.

Event description:
It was reported that the patient was revised on (B)(6) 2021 due to an alleged infection. During this revision surgery the following implants were revised: eleos tibial hinge component, eleos tibial poly spacer, eleos distal femur axial pin and eleos distal femur. The following eleos implants remain implanted from the patient's original surgery: canal-filling stem extension, tibial baseplate, male-female midsections, male-male midsection, and proximal femur. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
No information about the explanted implants was reported by the complainant or the sales representative. No information about the patient was made available. When more information is reported, a supplement report will be submitted.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) for an unknown reason to revise eleos components. No information was provided about when the implants that were explanted were placed. No information about the failure was reported. No other information has been provided by the complainant or the sales representative. A supplement report will be submitted when more information is available.